Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report that his healthcare professional wanted the insulin pump replaced. The customer was hospitalized due to kidney surgery, and diabetic ketoacidosis. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Found that the customer changes the infusion sets every four to five days. The customer was advised to change the entire infusion set every two to three days. Nothing further was reported.